Event description:
Karl storz fetoscopic 11630aa, 11630kf, patient kl is a 27 year old (B)(6) who was 19w2d with monochorionic diamniotic twins presenting with stage 2 twin-to-twin transfusion syndrome. She was initially evaluated on (B)(6) and was found to have some chorioamniotic separation on us. Therefore, we reimaged 3 days later, and she was found to have no evidence of chorioamniotic separation but still had stage 2 twin-to-twin transfusion syndrome with a shortened cervix to 2.2 cm with funneling. On (B)(6) 2022 she was taken to the operating room for fetoscopic laser photocoagulation of placental anastomosis. Post-operatively she did well and was discharged home on post-op day #1. She returned on post-op day#4 with contractions and a shortened cervix to 1.5cm. She underwent a cerclage placement on (B)(6) 2022 and tolerated the procedure well. After medical management with tocolysis and cerclage placement, she no longer contracted, and her cervix remained stable in length. When she returned on post-op day#21 for routine ultrasound she was found to have chorioamniotic separation along the right lateral uterine wall extending from the superior to inferior margins with a height of 1.7cm. She was also found to have membrane separation along the anterior placenta and left lateral and inferior uterine wall. She did not have leakage of fluid and there was no evidence of septostomy. She will continue expectant management with weekly ultrasound. FDA safety report ID # (B)(4).